Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 3 several rows was not detected on bus. A field service engineer reseated pyxibus and ribbon cable connection to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.